Event description:
Patient balloon ruptured on iabp (intra-aortic balloon pump) and helium tubing filled with blood. Patient returned to or (operating room) for removal of balloon and iabp replacement.